Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. After the iol was inserted, the capsule tore. The incision was enlarged and the crystalens iol was cut in half and removed and replaced successfully with a different lens model. Reference MDR #2031924-2010-00035.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate the reported issue. The device was returned to b&l for evaluation and subjected to visual examination, which revealed the optic was cut in half and there were small nicks on the plate haptic. No lens damage was reported by the physician. The condition of the iol is consistent with the surgeon's report that the iol was dissected in order to enable removal through the smallest incision possible.